Manufacturer narrative:
The original complaint(B)(4), for this product return was closed on 05/09/2012. This new complaint(B)(4) was opened after consultation with the emergo group on the re-assessment of the MDR submission for this returned product.

Event description:
Customer reports that 5 of the lancets in a row "have no needles in them". Mr. (B)(6) examined 6 lancets returned in a plastic zip lock bag indicated all lancets had needles in them. Additionally 2 sealed boxes and one open box of lancets were returned. Mr. (B)(6) examined 25 random lancets from the opened box. All examined lancets had needles, none of the needles were bent. On (B)(6) 2012 mr. (B)(6) removed 3 100ct boxes of scu-100 lancets from inventory. Lot number was not recorded, however it was noted it was not the same as the complaint lot. Mr. (B)(6) removed the covers of all 300 lancets and examined them looking for needles. All lancets had needles. None of the needles were bent. The scu lancet is a very thin lancet and is difficult to see and felling the fingers are callused.